Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was hospitalized and heart rate was 40 beats/minute and indicated as below programmed settings. Patient had implantable pulse generator (ipg) program check but no response with the pacemaker. Suspected battery depletion during warranty period as early battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.